Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer required a third party assistance from their parents to administer a correction injection and water to address bg. The customer mentioned they had ketones, and discussed with a healthcare provider to be not life threatening. The customer reverted to an alternate method of insulin therapy.